Event description:
Problem: a nurse was attempting to use an electrocardiograph in the telemetry nursing unit. When they tried to plug it into the wall outlet, the power cord sparked and partially melted. Nurse stated that she experienced an electrical shock. The equipment was taken out of service, and the incident was reported to biomedical engineering via the on call service . The on-call tech and the lead tech responded to the call in order to conduct an investigation. The damaged power cord was removed and replaced, the unit was checked for electrical safety and proper operation. It was deemed safe and it performed normally, so it was returned to service. The nurse was sent to urgent care for medical attention. They determined that she did not suffer any injury other than a headache and she was released for return to duty. This incident is being reported to medsun. Follow up: the electrical outlet that the EKG was being plugged into was checked, and tests indicate it is in good condition. It is possible that this power cord that has been stressed one time too many, in that persons were trying to relocate it without unplugging it first. If this practice is common eventually there is a breakdown in the wires and insulating material near the molded plug.